Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (load step malfunction) issue. It was reported that the pump was pushing insulin out of the cartridge when performing the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box history showed that a load step malfunction call service alarm was recorded. During testing, the pump performed the rewind, load, and prime steps with no alarms occurring. No load step malfunctions occurred during investigation. The force sensor calibration reading was found to be out of the required specifications. The pump case was removed and a force sensor flex pin was found to be broken off. The complaint of the pump pushing insulin out of the cartridge when performing the load step was observed in the pump history but was not able to be duplicated during investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).